Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump was damaged. The customer¿s blood glucose level was unknown. Customer states pump is broken about a month ago . Customer states rubber seal of his pump is coming out when he puts the reservoir in and due to reported damage the reservoir is unable to lock in place when inserted into pump. Advised to disconnect from the pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. Advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit was not received in manufacture mode. Unable to perform displacement test due to missing retainer. The reservoir does not stay locked in due to missing retainer. Unit was received missing reservoir tube o-ring, minor scratches on case, cracked select button keypad overlay, pillowing keypad overlay, faded serial number label, corroded battery tube and minor scratches on lcd window.